Event description:
Customer reportedly received the following results on the aviva nano system within 10 minutes: 20 mmol/l, 13 mmol/l, and 8 mmol/l. Customer tested 6.2 mmol/l and 6.2 mmol/l on her compact plus system within 10 minutes of reported results obtained on the aviva nano system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva nano system (lot number and expiration date unknown). (B)(4). Will not be returned to manufacturer.